Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer planned to continue using the current pump as a backup therapy.